Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set cannula were bent on (B)(6) 2023 and patient was hospitalized due to hyperglycemia. The blood glucose level was 600-699 mg/dl at the time of event. Patient was treated with IV (intravenous) and fluids of saline and insulin during hospitalization. The length of hospitalization was four days. The site of insertion was abdomen for first event and thigh for second event. The event occured 3 or more hours after insertion. The infusion set was in use for one day. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.